Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. There is insufficient information available to conclusively determine the root cause of this event. Additional information has been requested from the healthcare provider. If any new information is received, a supplemental report will be submitted accordingly. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. UDI #: (B)(4).

Event description:
It was reported that a patient implanted with a 27mm 7300tfx mitral valve for 1 year and 10 months, underwent a valve-in-valve procedure completed due to mitral stenosis and regurgitation. A tmvr was performed with a 26mm 9600tfx transcatheter valve. The outcome of the procedure was reported to be successful. The patient is reported as doing well post procedure.